Manufacturer narrative:
Device evaluated by MFR: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded following inflation and deflation attempts and saline crystals were evident within balloon. The stent is detached from the balloon; however crimp markings are evident on the wall of the balloon. The stent was not returned for analysis. The complaint report states that the stent was dislodged within the patient and expanded using another device. A visual and tactile examination of the outer section found kinks 60mm and 69mm proximal from distal edge of tip. A minor kink was also evident in the inner adjacent to the proximal markerband. A visual and tactile examination found multiple kinks on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80-90% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex (cx) and obtuse marginal artery. After a "challenging" implantation of a 2.25x32mm promus premier in the obtuse marginal, the physician used a buddy wire to assist the delivery of the 2.25x16mm promus premier stent. Removal of the buddy wire caused the stent to dislodge prior to stent deployment. An attempt was made to remove the dislodged stent by advancing a balloon and guide wire through the stent; however, this attempt was unsuccessful. A new guide wire and a smaller 1.5mm balloon was advanced through the stent and the stent was deployed in the previously deployed 2.25x32mm stent. The procedure was completed with another 2.25x16mm promus premier stent deployed in the target lesion. No further patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80-90% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex (cx) and obtuse marginal artery. After a ¿challenging¿ implantation of a 2.25x32mm promus premier in the obtuse marginal, the physician used a buddy wire to assist the delivery of the 2.25x16mm promus premier stent. Removal of the buddy wire caused the stent to dislodge prior to stent deployment. An attempt was made to remove the dislodged stent by advancing a balloon and guide wire through the stent; however, this attempt was unsuccessful. A new guide wire and a smaller 1.5mm balloon was advanced through the stent and the stent was deployed in the previously deployed 2.25x32mm stent. The procedure was completed with another 2.25x16mm promus premier stent deployed in the target lesion. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).